Manufacturer narrative:
.

Event description:
Procedure: hysterectomy according to the reporter, the device had a needle break and could not be loaded again.. The needle fell into the surgical site and was retrieved. The procedure was completed with another instrument.